Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass, on the third firing of the stapler, with a green reload, no buttressing material, the stapler partially fired, partial cut and partial staples deployed, some staples were not b shaped. The manual override was used to remove the device from tissue. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.